Event description:
Patient's family member called lfs and reported that their patient's meter was reading inaccurately erratic. The blood glucose results were 29.7, 15.5, and 28 mmol/l with a lifescan meter, performed within 10 minutes of each other. Patient's family member stated that the tests were performed in a car, but that their patient had washed their hands before testing. The technique for applying the blood was done correctly. Patient's family member reported that some of the strips were cut too thick and they could not insert them into the meter. The patient was not willing to troubleshoot any further. Based on the information reported, the test strips did malfunction. However, there is no evidence of a serious injury. The patient is being sent a replacement meter and test strips.